Manufacturer narrative:
The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was implanted at lateral a2/p2 with no reported issue. Another clip (nt) was attempted; however, during establishing final arm angle (efaa) test, the clip opened about 30 degrees. Standard troubleshooting was performed: the clip was unlocked, opened to 60 degrees relocked and closed. A second efaa was performed, and the clip opened to 30 degrees. The clip was removed and replaced with another clip. An ntw clip was implanted a1/p1 lateral to the first clip with no reported issue, reducing mr to grade <1. The nt clip that failed efaa, had passed efaa during preparation and all instructions for use steps were performed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.